Event description:
The user has no hearing benefit from the device. The user was implanted in (B)(6) 2018; since the initial surgery 3 channels are outside of the cochlea. This user has undergone a re-insertion surgery on (B)(6) 2019. The surgeon successfully re-inserted the electrodes, and this time, was able to do a complete insertion up to marker ring. Intra-operative x-ray confirmed correct electrode placement inside the cochlea.

Manufacturer narrative:
The reported lack of hearing was caused by a post-operative migration of the active electrode array out of the cochlea as confirmed by post-operative imaging. Furthermore a full insertion was not achieved at implantation surgery. According to the implant registration card three channels were left outside of cochlea. In addition several channels were involved in a short circuit or showed high impedance due to undetermined reasons and were deactivated. The reported issues of incomplete insertion and deactivated channels might have contributed to the lack of benefit. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing benefit from the device. The user was implanted in (B)(6) 2018; since the initial surgery 3 channels are outside of the cochlea. It was attempted to re-insert the active electrode but this was not successful.